Event description:
No additional information received from customer

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6 the device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: error code b30, front panel led lights up intermittently and failure of the power supply unit. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: failure of the power supply unit. The most probable cause is traced to component failure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had no image. The issue occurred during set up/ inspection for use. There were no reports of patient involvement.